Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an issue with the transmitter occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of an issue with the transmitter through a transmitter failed error. A root cause could not be determined via data. The reported issue of an issue with the transmitter is reportable based on the finding of transmitter failure error.